Event description:
A volume discrepancy was reported: actual residual volume was greater than the expected residual volume. Per reporter, it was significant. Pt had a volume of 17ml aspirated when 3ml were expected. The catheter was revised. Pt had changed physician since then and now seeing a new physician. At the last refill, volume discrepancy was noted again. Physician was considering replacing the pump. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).